Event description:
The patient returned for a follow-up visit (2006) and it was identified that one vbr had moved from where it had been placed originally. Patient was not in any pain. Revision surgery was 27 days later. The vbr was in the l4-l5 disk space.

Manufacturer narrative:
Upon evaluation of CT scans, it was determined that a pedicle screw was not correctly positioned in the pedicle, thus allowing the construct to loosen and affected vbr to move. Pedicle screw and rod system was not a pioneer product. DHR was reviewed and product was manufactured per pioneer specifications.